Event description:
It was reported that the patient did not recharge the ipg for an extended period of time, rendering the ipg inoperable. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient had not charged the ipg for over 3 months. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿